Event description:
Information received indicates during the electrical check the bed was found to have a high ground resistance reading.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.